Event description:
Customer reports a fiber leak on reuse number 1 at the onset of treatment noted by an audible blood leak alarm and confirmed with hemastix. Treatment was continued with new disposables without incident. No pt injury or medical intervention reported.